Event description:
It was reported that the patient's incision was not healing. The physician got concerned with patient's healing time and opted to remove the spinal cord stimulator (scs) system. Additional information received that the explanted device will not be return as there were no representative present during the procedure.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7084408. UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7084419. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient's incision was not healing. The physician got concerned with patient's healing time and opted to remove the spinal cord stimulator (scs) system.